Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ migration of essure device- location of device : the essure coil had rotated 90 degrees in the tube/ essure implant had travelled into uterus'), embedded device ('essure embedded in the right myometrium fundus just lateral to the endometrial cavity'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia) a lot of bleeding immediately after the essure') and pelvic pain ('pain/ pelvic/pain pelvic area') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included thrombosis leg, deep thrombophlebitis of the leg, varicose veins, urinary incontinence, constipation, hypertension and rectocele. Previously administered products included for an unreported indication: mirena. Concurrent conditions included hyperlipidemia, hypertension, allergic rhinitis, ear pain, numbness, neck pain, primary headache associated with sexual activity, spondylosis, abdominal pain lower, burning micturition, abdominal pain, vaginal burning sensation, night sweats, hot flashes, fatigue, urinary tract infection, unilateral leg pain, abdominal discomfort, skin lesion, liver enzyme abnormal, cellulitis, constipation, esophageal reflux, iron deficiency anemia, morbid obesity, menometrorrhagia, urination pain and adenomyosis. Concomitant products included aciclovir and doxycycline. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/ abnormal bleeding (vaginal, menorrhagia) a lot of bleeding immediately after the essure/ blood discharge"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping) a few months after"), dyspareunia ("dyspareunia (painful sexual intercourse)/ dyspareunia (painful sexual intercourse) immediately after essure/ pain with intercourse"), vaginal discharge ("vaginal discharge/ vaginal discharge a few months after essure implanted/ blood discharge") and back pain ("lower back pain/ lower back constant pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation/ ablation the left tube was ablated when the essure device was taken out, unilateral salpingectomy - only left side was taken out and vaginal excision of urethral diverticulum ((B)(6) 2018)). At the time of the report, the device expulsion, embedded device, menorrhagia, pelvic pain, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge and back pain outcome was unknown. The reporter considered back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: if you have not had your essure removed, are you currently planning for essure removal? Reason(s) for removal: right side still remains. Current dr. Has said "if its not broke, don't fix it." Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: patient is status post essure procedure proximal portion of the stent on the right side is seen proximal to the uterine cornu. On the left side however proximal portion of the stent is thought to be distal to the cornu within the proximal portion of left fallopian tube. On (B)(6) 2016: multiple tender large varicosities are identified in the distal medial left thigh extending anteriorly to the shin region where there are thrombosed varicose veins, tender to touch. Based on findings above and clinical presentation, ambulatory phlebectomy is indicated; on (B)(6) 2018: endometrium 0.3 cm. Not thickened. 0.4 x 0,3 crn sub endometrial cyst. No hypervascularity of the endometrium. A linear echogenic device is within the endometrial cavity. Per the patient, she has essure device and not iud. If patient is indeed correct about essure placement, the position of this device would not be anatomic as the essure device is normally placed within the fallopian tubes, recommend correlation with patient's history of prior gynecologic procedure. Correlation with plain radiographs of the pelvis would also be helpful. Diffusely heterogeneous myometrium suggestive of adenomyosis. No discrete fibroids. This could be evaluated with pelvic MRI as clinically warranted. 1.9 cm dominant follicle right ovary. Left ovary cannot be visualized. Ultrasound scan - on (B)(6) 2014: recanalization of an abnormal right great saphenous vein and thrombosed varicosities of the right thigh due to this reflux. The patient may have recanalized due to body habitus. Based on the findings of dilatation, reflux and the presence of recurrent thrombophlebitis, the patient would highly benefit from a new procedure to close the right great saphenous vein. Options would include thermal ablation versus surgical ligation; on (B)(6) 2016: no evidence of deep venous thrombosis. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : vaginal bleeding, vaginal discharge, menorrhagia, pelvic pain, device expulsion. Concerning the injuries reported in this case, the following ones were described in patient's medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: plaintiff fact sheet and medical records received: incident category updated. Event ¿injury¿ was replaced with the events mentioned in the pfs. Events added: vaginal haemorrhage, menorrhagia, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, vaginal discharge, back pain, device monitoring procedure not performed. Verbatim ¿migration of essure device- location of device: the essure coil had rotated 90 degrees in the tube¿ clubbed with event ¿, device expulsion¿. Verbatim ¿blood discharge¿ clubbed with event ¿vaginal discharge and vaginal haemorrhage¿. Severity of ¿lower back pain¿ updated to ¿mild¿. Event onset dates updated. Insertion and removal dates updated. Reporter information, patient details, product indication updated. Patient¿s medical history, concurrent conditions, concomitant and historical products added. Lab details added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.